Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that vessel dissection occurred during the procedure and follow-up with CT and MRI within 24 hours post-procedure showed sich (symptomatic intracranial hemorrhage). It was unknown what medical treatment was administered to treat the sich. Additional information provided by the customer indicated that the retriever was confirmed to be in good condition prior to use and performed as intended. Based on the information provided, the causal relationship between the trevo and the reported adverse events is unknown. The reported 'patient embolus', 'patient vessel dissection', and 'patient intracranial hemorrhage' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
During thrombectomy procedure, the first pass was performed with the subject device retriever on the left ica (internal carotid artery) terminus. Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 21 and mrs (modified rankin score) of 0. The pta (percutaneous transluminal angioplasty) and stenting were performed for left m1 proximal not for embolization to new territory (ent) even though the occurrence of ent was observed but was denied by the procedure. It was reported that there was vessel dissection occurred during procedure. Follow-up with CT (computed tomography) scan and MRI (magnetic resonance imaging) within 24 hours after the procedure showed symptomatic intracranial hemorrhage sich (hi-2) with nihss of 21. It was unknown what medical treatment was administered to treat the patient¿s sich. The patient was discharged approximately 33 days post procedure with modified ranquin scale (mrs) of 5 and tici score of 3. According to the physician, the event vessel dissection related to subject device retriever. No further information was available update information: received additional information on 8/21/2020 indicated that the patient modified ranquin scale (mrs) of 3 on (B)(6) 2020.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
During thrombectomy procedure, the first pass was performed with the subject device retriever on the left ica (internal carotid artery) terminus. Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 21 and mrs (modified rankin score) of 0. The pta (percutaneous transluminal angioplasty) and stenting were performed for left m1 proximal not for embolization to new territory (ent) even though the occurrence of ent was observed but was denied by the procedure. It was reported that there was vessel dissection occurred during procedure. Follow-up with CT (computed tomography) scan and MRI (magnetic resonance imaging) within 24 hours after the procedure showed symptomatic intracranial hemorrhage sich (hi-2) with nihss of 21. It was unknown what medical treatment was administered to treat the patient¿s sich. The patient was discharged approximately 33 days post procedure with modified ranquin scale (mrs) of 5 and tici score of 3. According to the physician, the event vessel dissection related to subject device retriever. No further information was available.